Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a laparoscopic sigmoid procedure, the anastomosis was leaking so the surgeon took the patient back to the operating room, the anastomosis had to be transected and the patient received a temporary colostomy that will be reversed at a later time. The event resulted in the patient having unanticipated tissue loss and tissue damage. The hospital stay was also extended.